Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). Specifically, the patient got ¿zapped¿ 5 times when they got up this morning. The patient turned the stimulation down and now felt no stimulation. There were no reported falls or trauma associated with the reported issue. There were no further details, interventions, or outcome reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that the lead had broken. The patient stated it never worked properly and that it was the lead that had shocked her. The patient had worked with a company representative to program it but it was no longer programmable. At the time, the patient called her representative and was told to shut off the stimulator. The patient was seen by her physician and subsequently underwent a lead replacement on (B)(6) 2014. The patient had a follow up appointment 8 days later and was told everything was fine.

Manufacturer narrative:
This first sentence should have read: "it was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins)."

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).